Manufacturer narrative:
Reporter is a synthes employee. Part: 03.130.010. Synthes lot: 31p4547. Supplier lot: n/a. Supplier batch: n/a. Release to warehouse date: may 05, 2020. Expiration date: n/a. Supplier: (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the tip of driver was worn. No further information is available. This report is for a stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).